Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9165cdg batch number 052215 was received for investigation. Upon visual evaluation, it was found that the instrument's baseplate adapter was broken off. Functional testing was not performed due to the damage of the device. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/22/2024, it was reported by a sales representative via (B)(6) that an ar-9165cdg univers revers¿ universal baseplate impactors tip broke off. This occurred during a recent case.

Event description:
Additional information was received on 10/28/2024 by a sales representative who stated that the event occurred on 10/17/2024. The procedure being performed was an rtsa. The blued piece of the device broke while impacting. No photos were taken. An arthrex agent was present during the procedure. The patient's bone quality was good. A reamer 1 and a final reamer were used to prepare the bone socket. Al fragments were removed from the patient. The procedure was completed as planned without any delays or need for additional anesthesia.